Event description:
It was reported that the explanted products were discarded. During follow-up, the operative report was received which reported that the when the patient was opened for surgery the physician observed fibrosis. There were no signs of drainage or infection however a granuloma was present. Due to the fibrosis the surgeon decided to cut the vns lead.

Event description:
It was reported that the patient's vns lead and generator were pushing out of her skin. The patient was referred for surgery to reposition the generator pocket and replace the generator. During the surgery an infection was identified at the site of the extrusion. The surgeon attempted to reposition the lead and the lead broke. The lead and generator were then explanted. The explanted products have not been received to date. Further follow-up found that the device was noted to be extruding out of a hole that was approximately 1/2 inches wide. The patient did not report manipulating the site of the extrusion. Manufacturing records for both the lead and generator confirmed that both were sterilized and passed qc inspection prior to distribution. No additional relevant information has been received to date.